Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) that the implant has moved up a little in my back, but getting the replacement showed the old device was defective. Getting the replacement device solved the problem. Yes, the problem was resolved. I don¿t want the movement of the implant but the device itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been having issues charging their implanted neurostimulator (ins) for about 2 months and it is getting worse. Patient stated they have had their ins for 6.5 years and through the course of time it has moved in their body, which the surgeon said would happen, but they can't find the area to charge their implant. Patient reported seeing "no device found" when trying to charge their implant and described seeing the passive recharge mode screen with numbers jumping from 1 to 93 and then back down to 1 without them moving the recharger. Patient added that 2 days ago it took them an hour and 40 minutes to charge their implant from 70-100%. Patient stated they have moved the paddle and even had their husband draw lines on their back indicating where the implant was, but this has not resolved. Patient also mentioned seeing a message today that said the controller battery was low and needed to be charged, even though the controller was charged to 90% and reported the battery pack got "really warm" while charging their implant. Patient confirmed no visible damage to the recharger, controller port, controller battery compartment pins, or battery pack. The issue was not resolved. An email was sent to the repair department to replace the recharger and battery pack. Patient commented they do not want to go through pain they had before if their ins depletes.